Event description:
It was reported that the patient developed an infection at the incision site. The pump was explanted on (B)(6) 2015 to allow the area to heal and sent to the pathology department. The results of the culture confirmed the presence of an infection. It was noted that the infection originated externally on the surface of the pump pocket and is likely not pump related. There was no product issue reported.

Manufacturer narrative:
(B)(4).